Manufacturer narrative:
A dispatched technician examined the device and replaced the peep valve assembly. The log file analysis confirms the finding obtained on-site - directly after switchover from manual to automatic ventilation in the beginning of the relevant surgical procedure the device alarmed for continuous pressure and peep high. Until the end of the surgery there were repeated sporadic occurrences of too high peep which the workstation alarmed accordingly. Dräger has received a number of similar reports about sticking peep valves in the past - this number is however significantly below the values that provide the base for our risk management. Humidity inside the breathing system, deposits from soda lime used as the co2 absorber or residues from cleaning agents were identified as the major contributing factors that cause a sticking of the peep valve. These factors are mainly under control of the user.

Event description:
It was reported that the users observed a peep remaining constantly on a pressure level of 7mbar. There was no injury to the patient.